Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg is moving around inside the pocket. Reportedly, device movement can be felt from her abdomen up to her upper ribcage. As a result, the patient has turned the device off and desires a system explant as the next course of action.